Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to lens. Concomitant medical products corrected to injector model: msi-pf, lot # unk. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.7mm, vicmo 13.7, -4.00 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was removed due to low vault. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.